Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly however, slight moisture damage was found at keypad traces. All operating currents within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement tests. The insulin pump has cracked case at the display window corners, cracked display window and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; the buttons became unresponsive. The patient's blood glucose at the time of incident was 26 mmol/l. The customer was also hospitalized for hyperglycemia with a blood glucose of 23.6 mmol/l since her pump buttons were not working and she had no other treatment option. The customer was given levimir and then released from the hospital. Troubleshooting was initiated for the keypad anomaly. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.